Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high thresholds. The lead was capped and replaced successfully. No additional information was available, no patient symptoms were reported.